Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unknown breast implants which patient reported through social media of unknown side breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No patient contact information was provided, therefore no follow up can be completed and there is no additional information available at this time. Should additional information become available, this case will be re-assessed, and notes will be updated.